Manufacturer narrative:
The pod was evaluated for damage and/or manufacturing defects. None were noted. A kink in the cannula was found 0.18" from the tip at the distal end and the opening at the tip was slightly folded-in on itself. The kink appears to have been caused by being folded under the rim of the insertion port, likely occurring during transportation, but this is not conclusive. Rotating the ratchet gear caused insulin to immediately flow from the tip. Inspection of the internal assemblies found no defects or abnormalities including occlusions that would cause or contribute to high bg levels. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.

Event description:
Customer called to report problems with a pod which she did not think was delivering insulin correctly. She had activated the new pod after her bg had risen to 485. The sequence of events after that were as follows: 5:30p - bg 485, activated new pod, 6.8 unit bolus. 6:27p - bg 500, bolus 4.1u. 6:30p - bg hi. 7:26p - bg hi, took 10 units by manual injection. 8:38p - bg hi. 9:49p - bg 360, took 10 units by manual injection. 12:05a - bg 79, drank 4oz juice and ate 5 crackers, which she estimated to total 15g carbohydrate. At "about 2:30," the paramedics had to be called because the customer was having severe hypoglycemic reaction. She said they tester her bg as 20 on their machine. At 2:30a, they tested her bg on her pdm as 24. She said they removed her pod at that time. At 4:52am, her bg was 275. She took insulin by injection until the following afternoon (day of call). She had activated a new pod by the time of the call. The device is being returned for evaluation.